Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, sub-optimal stent placement occurred. The 75% stenosed de novo target lesion located in the proximal left anterior descending (lad) was 15mm long with a reference vessel diameter of 3.5mm. The lesion was pre-dilated with an unk 3.0x20mm balloon. The physician implanted a 3.5x24mm taxus express2 stent. Sub-optimal stent placement occurred. Therefore, the 1st diagonal was treated with pre-dilation using an unk 2.5x10mm balloon and the placement of a 2.5x8mm taxus express2 stent. Post dilation was performed using an unk 3.5x8mm balloon and the 2.5x8 stent delivery balloon. Residual stenosis was 0%. The pt was discharged 2 days later on bayaspirin and panaldine. The pt status after the procedure was noted as "fine."